Event description:
It was reported that after insertion of the implant, the insertion device and the implant could not be separated, so the implant was forcibly removed. No patient injury was reported.

Manufacturer narrative:
The reported multifix s device, use in treatment, was not returned for evaluation. A relationship between the device and reported incident cannot be established as the product was not returned. The reported suture cartridge was not returned for evaluation therefore a visual inspection cannot be performed. Three attempts were made to retrieve the product and product was not returned.